Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the reported alarm during testing and evaluation. All testing was performed using a good known test patient circuit and test lung. The ventilator passed an extended 48 hour run in test with the customer's settings without any unusual alarms or conditions. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with the ventilator. However, a review of the event trace log reveals multiple xdcr flt conditions. Carefusion replaced the defective component causing the alarms during the scheduled 10k preventative maintenance.

Event description:
It was reported to carefusion that the unit was getting xdcr fault alarms. It is unknown if there was any patient involvement associated with this complaint.